Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and discovered the iabp had generated an electrical test fails # 53. Since this unit was a rental, the stm decided to replace the front end board and pressure transducer. After installing the parts, the iabp was calibrated and tested. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) rental unit shutdown during use on a patient. However, no adverse event was reported.